Event description:
The service center received a report of one endocuff distal attachment (model arv130v) lot number 064844 that had several arms that broke off. The scope and device were inspected prior to the procedure and no anomalies were observed. The surgeon was at the end of a colonoscopy procedure and was in the process of removing the endoscope from the patient¿s colon, when the endocuff arms broke off and fell into the patient¿s colon. The items were retrieved with biopsy forceps. It was reported there was no extra delay in procedure, except for a few minutes to remove the broken items. It was reported that the surgeon had not noted any issues when inserting, moving, or removing the endoscope from the patient and did not state there was any resistance issues. The intended procedure was completed and there was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide patient demographics , medical history, device evaluation and correction to event details. Please see updated sections: a2, a3, a4, b5, b7, d10, d11, g4, g7, h2, h3, h6 and h10. The endocuff model arv130v, lot number 064844 was returned to the service center for evaluation of ¿arms broke off¿. The user¿s complaint was confirmed. A visual inspection of the returned condition endocuff device observed three out of the eight arms completely broken off/ detached and one arm missing. Additionally, it was observed that one arm was partially broken off but still attached to the device. Based upon the evaluation of the returned condition endocuff, the cause of the detached arms is most likely attributed to excessive stress or force was applied, while the endocuff device was removed from the distal tip of the scope.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report of an endocuff vision distal attachment (arv130), lot number 064844 with an expiration date of 06/30/2022, that had 2-3 arms break off during a procedure. The physician was conducting an unspecified procedure when 2-3 of the arms broke off the device and one of the arms fell inside the patient. It was not reported if the physician retrieved the item. The intended procedure was completed, and it was reported there was no patient injury, infection or death. Upon removal of the device from the scope, several additional arm attachments (amount not provided) broke off the device. A new endocuff attachment was opened and inspected and it was observed to be more pliable than the one used for the procedure.